Manufacturer narrative:
Pt's age: 18 years or older. It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous anterior tibial artery. The 1.5mm x 20mm x 142cm sterling es pta balloon dilatation catheter was advanced to the lesion. Upon the first inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no pt complications reported and the pt's condition is reported as 'good'.